Manufacturer narrative:
(B)(4).

Event description:
It was reported that a resolute integrity drug eluting stent was used in a procedure to treat an extremely calcified and tortuous lesion in the lcx om. The lesion exhibited 95% stenosis. The device was inspected before use, no issues noted. No difficulties were noted when removing the sheath. The stent was inspected post removal of the protective sheath, no issues were noted. The lesion was pre-dilated multiple times with multiple balloons and compliancy. The inflation device remained on neutral pressure during delivery of the device. It was reported that the device passed through a previously deployed stent in the prox om. No resistance was noted advancing the device to the lesion, but resistance was noted while in the lesion and the device failed to cross the lesion. A dislodgement occurred while trying to cross the lesion or during withdrawal of the device in the vessel/guide catheter. It is reported that the medical team could not locate the stent, however a full fleuro scan (from neck to toes) did not find it in the body either. The medical team thought the stent fell on the floor or was in a sponge they couldn't find. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.